Event description:
A customer reported that their pump experienced a malfunction. There was no adverse impact to the customer's blood glucose level. Technical support assisted the customer in resetting the pump, and the malfunction code did not reappear after the reset. The customer was informed to continue using the pump and to contact support if the issue recurred, which they acknowledged and understood.